Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 30-aug-2023. [Additional information]: on 30-aug-2023, additional information was received. The lot number of the embotrap device used was 23b146av; a 5mm x 37mm embotrap iii revascularization device (et309537 / 23b146av) was used. There was no device performance issue / device malfunction associated with the embotrap iii device during the procedure. Surgical access was femoral. An introducer sheath was not used; there was the use of a peel-away-sheath. A jb2 shaped catheter was used (brand unspecified). The target vessel was not excessively tortuous or with acute bends. The pre-procedure / post-procedure tici score was 2b ¿ the information did not specify whether this was pre- or post-procedure. The emboguard balloon catheter was inflated two times during the procedure. Recanalization was achieved after the first pass with the embotrap iii, resulting in an mtici score of 2b. The emboguard balloon catheter was used in the second pass with the vecta 46 via the adapt technique. Per the additional information, it was the emboguard balloon catheter that collapsed at the sheath on the second pass. No medical intervention was required to treat the spasm. The spasm resolved during the procedure. The most current status of the patient is ¿recovered and discharged from the hospital.¿ the patient¿s hospitalization was not prolonged due to the reported adverse event. A review of the manufacturing documentation associated with this lot (23b146av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3011370111-2023-00091 and 3011370111-2023-00092. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section d.4: the product catalog and lot numbers are not available / not reported. The unique identifier (UDI) and expiration date of the device is not known. Section e.1: the name, phone and email address of the initial reporter are not available / reported. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. Based on complaint information, the device is not available to be returned for analysis. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported issue documented in the complaint cannot be confirmed through functional evaluation and analysis. The lot number of the device is not known; therefore, manufacturing documentation review was not performed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. The arterial spasm event was discussed with the medical safety officer (mso) on 25-jul-2023, who has commented, the vasospasm has the potential of being related to the device because it ¿occurred at the time of device use and at the location of the device.¿ arterial spasm is a brief temporary tightening of the muscles in the vessel wall. This can narrow and briefly decrease or even prevent blood flow distal to the spasm and may occur when positioning/advancing the devices through the vessel/arteries. This is a well-known potential complication with any invasive procedure during which devices are introduced into vessels and is listed in the embotrap instructions for use (IFU) as such. The treating physician assessed the spasm was likely to occur due to the patient¿s age, the spasm did not affect the patient¿s prognosis, and that ¿no causal relationship with the product would be suspected¿. However, since the vessel spasm occurred at the time and location where the emboguard and embotrap devices were used, the relationship of the devices to the reported event cannot be ruled out. Therefore, the event will be conservatively reported to the us FDA meeting reporting criteria under 21 cfr 803 with the classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3011370111-2023-00091. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a thrombectomy procedure to treat an acute ischemic stroke (ais) with the target occlusion distal m1 (m1d) using the combined technique, the complaint device, a 95cm emboguard 87 balloon guide catheter (bg8795u / 0000204155) was inserted into the internal carotid artery (ica) ¿along with an inner catheter.¿ on angiography, a spasm was observed around the catheter tip when the emboguard reached the distal cervical segment of the ica. The procedure continued with the aspiration catheter, microcatheter and wire were inserted and crossed the lesion, then the wire was pulled out. The thrombus position was confirmed on angiography. The first pass was completed by deploying an embotrap revascularization device (catalog / lot # unknown) and recanalization was confirmed with a modified thrombolysis in cerebral infarction (mtici) score of 2b. It was reported that some m2 branch had not yet been reperfused, thus, a second pass was attempted. When the axs vecta 46 intermediate catheter (stryker) approached via direct aspiration first pass technique (adapt), a slight catheter collapse occurred at the sheath. The collapse did not affect the procedure, but the approach was aborted because the exact branch could not be selected. It was reported that the spasm had disappeared on final angiography; it was reported that the spasm did not affect the patient¿s prognosis. A continuous flush had been maintained during the procedure. The physician commented that ¿the catheter was crushed because at the insertion part of the sheath, force might have been applied in a strange direction. No additional intervention was required [nor] will be required. The patient was young, so spasm was likely to occur. No causal relationship with the product would be suspected.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 07-aug-2023. [Additional information]: on 07-aug-2023, additional information was received. The information indicated that the patient is a 48-year-old female. The spasm was observed around the tip of the emboguard catheter when it reached the distal cervical ica. The information indicated that the embotrap made one (1) successful pass for the distal m1 (m1d) occlusion and a tici 2b was achieved. The second pass was made for the m2 and was made with the vecta 46 aspiration catheter and without the embotrap. Section e.1: initial reporter phone:(B)(6). This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3011370111-2023-00091 and 3011370111-2023-00092. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.